Event description:
A 21mm v8 balloon was used to dilate the aortic valve prior to the implantation of a 29mm sapien xt. After the v8 balloon inflation, the patient's hemodynamic parameters deteriorated slightly, but the physician operator did not consider these changes to be out of the ordinary considering an lv ejection fraction of 15%. After the sapien xt was deployed, the patient's hemodynamics deteriorated abruptly and subsequently died of irreversible hemodynamic collapse and exsanguinations secondary to aortic root disruption. During a post procedure review, a member of the hospital staff suggested the aortic dissection initiated during the balloon pre-dilatation based on apparent dye extravasation during the valve pre-deployment positing angiogram. Not all members of the reviewing hospital staff agreed with this angiographic interpretation. There is no additional evidence of an aortic dissection caused by the balloon dilation. The primary physician operator remains neutral as to whether or not the balloon initiated the aortic root disruption. Review of the angiographic images by intervalve's medical director concluded what appears to be contrast dye extravasation, after the bav and during the sapien xt pre-deployment positioning, is possibly related to stasis flow in one of the leaflets that can be seen in the baseline images of the aortic valve structure. The intervalve medical director concluded with the concurrence of the primary physician that the v8 did not malfunction and was not definitively responsible for the aortic dissection. This MDR was reported because of the eventual death of the patient.

Manufacturer narrative:
The device performed as intended and did not malfunction.